Manufacturer narrative:
Investigation - evaluation: one ncircle tipless stone extractor was received for evaluation. Visual inspection of the device observed the handle in the open position and the basket formation in the closed position. The basket coil and support sheath is bent at the nose of the male luer lock adaptor (mlla). The support sheath and basket sheath were found to be detached. Adhesive was present, but by force or pressure the bond has been broken causing the support sheath to detach (or separate) from the basket sheath. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Functional testing was performed. The unidex handle slides but does not actuate the basket formation. The collet knob was tight and secure. The customer report of basket would not open has been confirmed. Based on the provided information a definitive root cause cannot be established. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the identified product issue. A review of the complaint history for this product/lot number combination revealed this is the only complaint that has been received. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician found that the basket of the ncircle tipless stone extractor device could not be opened prior to the procedure. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.